Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site when stimulation was on. The patient believed the issue was related to the ipg being close to her skin. On (B)(6) 2016, the patient underwent surgical intervention. During the procedure, the doctor decided to not only relocate the pocket site, but also explant and replace the patient's ipg (with a different model). Surgical intervention resolved the patient's issue.